Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was recently implanted and was set on program 1 at 1.8 by the manufacturing representative and was not seeing the same improvement as he did with the trial. The patient said he tried turning up to 1.9v but it caused some pain at the end of his penis so he decreased it back to 1.8vto a comfortable level. The patient stated that the first day and night of surgery he experienced relief but the next morning it felt like he had to urinate but he wasn't able to and now he was urinating almost as much as prior to implant. There were no further symptoms or complications reported or anticipated.